Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was later reported that the source of infection was thought to be from the right groin cannulation site at implant. The patient had an infected seroma at the site which was surgically debrided. The patient was treated with antibiotics and antifungal medication. No further information was provided.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with symptoms of fever, rigors, and productive cough. The patient experienced a pseudomonas chest infection. The patient received intravenous (IV) antibiotics. No further information was provided.